Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed hardware low level failure. The customer blood glucose level was 120 mg/dl at the time of the incident. Customer also stated the volume was not adjusting even after saving. Customer was able to clear the alarm and able to complete rewind. Customer performed self-test and test did not pass. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test and displacement test. Hardware low level failure was confirmed in the formatted history file due to a cold solder joint found on pin of the ambient light sensor. The audio tone feature on the pump functioned properly during testing. No audio anomaly noted during testing.